Event description:
It was reported when a patient presented for a routine follow-up, episode memory revealed the patient received inappropriate antitachycardia pacing therapy for inappropriate vf episodes due to oversensing. Fluoroscopy revealed externalized conductors. Lead revision was recommended. The patient did not want to proceed with lead revision. The tachy therapy was deactivated and the brady therapy is on. No adverse consequences were detected and no change in patient condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).